Event description:
A letter was received from FDA regarding a voluntary medwatch report they received from a facility involving an invacare product. The report states that a bolt came out of the rpl450-2 lift during a patient transfer, and the patient fell and sustained rib fractures.

Manufacturer narrative:
Multiple attempts were made to follow up with the facility to obtain further details about the event. At this time, they have not responded. The underlying cause of the alleged issue is undetermined. Patient details were not provided, including their weight and whether any medical treatment was received. It is unclear where the subject bolt was located on the lift. It is also unknown how frequently the lift received maintenance and if the hardware had been inspected for tightness. The rpl450-2 user manual includes a maintenance safety inspection checklist that advises to inspect the hardware monthly on lifts being used in an institution. The lift's serial number was not provided, so the lift's manufacturing date and location could not be determined. The rpl450-2 lift is currently manufactured at invamex, so their cfn number is being used for the MDR filing. Should additional information become available, a supplemental record will be filed.